Event description:
It was reported that the catheter fractured. A mr 2.75mm x 12mm quantum maverick balloon catheter was being used for percutaneous coronary intervention (pci ) procedure. The device was advanced but was unable to reach the target lesion and fractured. The procedure was completed with another of the same device. The patient was stable without any complications.

Manufacturer narrative:
Device evaluated by MFR.: received product consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded with blood in the wire lumen. The hypotube, shaft, balloon and tip were microscopically and visually inspected. Inspection revealed a complete separation of the hypotube located 11.5 cm from the strain relief, and there were numerous kinks in the hypotube. The fracture faces at the separation was ovalized, as if kinked prior to separation. Inspection of the rest of the device found no other damage or irregularities. The reported fracture was confirmed.

Event description:
It was reported that the catheter fractured. A mr 2.75mm x 12mm quantum maverick balloon catheter was being used for percutaneous coronary intervention (pci ) procedure. The device was advanced but was unable to reach the target lesion and fractured. The procedure was completed with another of the same device. The patient was stable without any complications.